Event description:
A patient in (B)(6) was undergoing crrt on a prismaflex machine with a prismaflex m100 set. The nurse observed blood leaking from the replacement line on the filter set. There was minimal blood loss, the patient was not symptomatic and did not require medical intervention.

Manufacturer narrative:
The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided and which shows a crack on the replacement line. Without the incriminated sample, the exact root cause of this defect remains unknown. The review of the complaint history files and device history record for lot number 14a2303g show no nonconformities and no similar complaint.